Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Iol received wrapped in gauze. Solution is dried on both surfaces of the optic and haptics. Both haptics have fibers attached. The optic is torn/split-cut dividing the iol in two and scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "scratch in iol optic". The product was subject to handling and the reported damage was highlighted post implantation. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after implantation of intraocular lens (iol), scratch in the iol optic was noted. The lens was explanted during the initial procedure and a backup lens was used to complete the surgery. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).